Event description:
It was reported that during a thoracic procedure, the device would not staple. After the first firing of the stapler on the pulmonary artery, the surgeon would have cut the vessel by leaving the stapler on it and using the device as a guide for the section. Only after removing the device, the surgeon noted a massive hemorrhage of the artery. The hemorrhage couldn't be controlled and led to the patient's intra operative death.

Manufacturer narrative:
(B)(4) additional information and received the following response on 9/8/2010: the physician confirmed that the pulmonary artery was not clamped before opening the stapler tx30v. According to him, he performed a surgical procedure developed with the chief of the cardiology service, which is described below : - first, the stapler is used as a clamp on the pulmonary artery and is fired on the artery. - then, a dissection of the artery is performed along the distal side of the jaws. In this configuration, the proximal stump of the artery is still clamped by the stapler, and the distal stump, which is going to be removed with the lung, is sutured with a linen thread or vicryl. - finally, the surgeon remove the stapler only after hemodynamic monitoring and review of the anesthesiologist. The physician stated that a modification of this surgical procedure is under discussion. The analysis results showed that the tx30v device arrived in good visual condition and with a reload loaded in the device. The reload was received fully loaded with all the staples protruding. In addition, it was noted that the lockout was activated. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation. It should be noted that when manipulating the device, only the closing trigger should be grasped until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated, it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. When dividing major vascular structures, it is mandatory to adhere to the basic surgical principle of proximal and distal control. Failure to fire the device, or incomplete firing of the device, and then proceeding to divide the vessel may lead to catastrophic bleeding. For this reason, inspect the staple line by releasing the device prior to dividing the vessel. An alternative approach is to place a vascular clamp across the vessel prior to dividing. For further details, please refer to the instruction for use. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information received from the affiliate on 8/4/2010:we have currently no detail on the clamping of the vessel before cutting. We contacted the hospital and are expecting additional details on the circumstances and the management of the bleeding.